Manufacturer narrative:
Report confirmed for overheating of attachment and the motor. The motor was tested and the temperature rise of the motor was measured to be 61.9°f during testing. Evaluation of the attachment determined that it had significant amount of corrosion which might be attributed to lack of preventative maintenance. The motor would only run intermittently with the collet on. When the collet was removed it rapidly transitioned from warm to hot. The collet was disassembled and the internal parts were found to be coated with a ¿sticky¿ material causing the bearings to not spin freely. The motor appears to have been immersed in a liquid. The ingress of this liquid caused the bearing failure which resulted in the elevated friction causing the ¿overheating¿ condition. The user manual contains the following ¿heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use.¿ in addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ maximum continuous and maximum total cutting times for various tool types is included in the manual.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The attachment has been in use for approximately 79 months with no record of factory service during this period.

Manufacturer narrative:
Report is being filed as serious injury as patient was opened for surgery and surgery could not be performed due to device malfunction. Device evaluation not yet complete. (B)(4).

Manufacturer narrative:
Report confirmed for overheating of attachment and the motor. The motor was tested and the temperature rise of the motor was measured to be 61.9°f during testing. Evaluation of the attachment determined that it had significant amount of corrosion which might be attributed to lack of preventative maintenance. The motor would only run intermittently with the collet on. When the collet was removed it rapidly transitioned from warm to hot. The collet was disassembled and the internal parts were found to be coated with a ¿sticky¿ material causing the bearings to not spin freely. The motor appears to have been immersed in a liquid. The ingress of this liquid caused the bearing failure which resulted in the elevated friction causing the ¿overheating¿ condition. The user manual contains the following ¿heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use.¿ in addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ maximum continuous and maximum total cutting times for various tool types is included in the manual.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The attachment has been in use for approximately 70 months with no record of factory service during this period.

Event description:
It was reported that "when (surgeon) pressed the footpedal, the drill ran for 2 second (rapidly heating up the hand piece) and then an error message would come up on the ipc reading: fault code 15 - check accessory. After trying this several times, they decided to get the hospital's ent ipc and foot pedal into the theatre to test whether the issue was the console. They tried to run the drill with this console and the same issue would occur. They tried to take out the burs and unlock the attachment several times and reconnect it to the hand piece with no change. The drill was unable to operate and as a result, the patient was closed up" it was reported that there was no patient impact.